Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis.

Event description:
The patient wore the pod on the leg for between 1 to 4 hours during the event. After preparing a regular meal, the patient administered a meal bolus. At bedtime, the patient measured a blood glucose (bg) of 280mg/dl and administered a correction bolus. Several hours later, the bg remained at 280 mg/dl based on the sensor readings. The patient replaced the pod, but the blood glucose did not decrease. Following continued hyperglycemia, the patient experienced nausea, dizziness, and difficulty speaking and standing. Emergency medical services were contacted, and the patient was transported to the hospital. A diagnosis of diabetic ketoacidosis was made, and treatment included fluids and insulin. The patient remained hospitalized for three days, with medical attention first sought on (B)(6) 2026. The pod was still in use during medical treatment.